Manufacturer narrative:
U.s. Agent notified on 12/16/2013. Evaluation on-going at manufacturing site.

Event description:
Country of complaint: (B)(6). The teeth of the drill attachment broke during surgery. One of the teeth was found on the o.r. Table.